Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion.

Event description:
The customer reported an unconfirmed false negative result with the binax now covid-19 ag card assay performed on (B)(6) 2021. The customer stated she accidentally used the positive control swab to collect the sample and generated a positive result, a second test was performed and generated a negative result. The customer stated the patient was running a temperature and not feeling well. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
It was initially reported that the customer reported an unconfirmed false negative with the binaxnow coivd-19 ag card. Upon further review, there was no allegation of a false negative result. The consumer had used a positive control swab with the first test which generated a positive result. The consumer then took a second test which generated a negative result. The first test is not considered valid for the consumer's covid-19 status as it was using a positive control swab. The consumer was not alleging a false result with the second test but was calling to request information on whether using the positive control swab could infect the consumer with live covid-19. Positive control swabs are made with only inactivated organisms and poses no risk of infection or serious harm. Therefore, this event is considered not reportable.